Event description:
It was reported that the lead had high impedance(> 2000 ohms unipolar). Lead would capture on analyzer but not through device. After lead changed, ipg worked fine. No patient complications have been reported as a result of this event.